Event description:
It was reported the lead was fractured and the patient received multiple inappropriate shocks. The lead was explanted and replaced. The patient's status was noted as 'ok'. Further information received indicates that the patient presented to the ER with chest pain and repeated shocks.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Other: it was reported the lead was fractured and the patient received multiple inappropriate shocks. The lead was explanted and replaced. The patient's status was noted as 'ok'. Further information received indicates that the patient presented to the ER with chest pain and repeated shocks. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, lead(s), fracture of, shock, inappropriate.